Manufacturer narrative:
Section a3b, a4, a5 and a6: unknown/not provided. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Section e1: initial reporter, first and middle name: unknown/not provided. Section e1: initial reporter, email address: unknown/not provided. Section e1: initial reporter, address (state, province, or territory and post office or zip code): unknown/not provided. Section e1: initial reporter, phone number: unknown/not provided. Section e2: initial reporter, healthcare professional: unknown/not provided. Section e3: initial reporter, occupation: unknown/not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the surgery when the preloaded monofocal intraocular lens (iol) was opened from the package it was found broken. The surgery was completed with back up preloaded iol. No further information is available.